Event description:
The patient's mother reported that the pod stopped insulin delivery resulting in the patient's blood glucose level rising to 15 mmol/l (270 mg/dl) while wearing the pod between 5 and 24 hours. When the pod was removed from the infusion site (arm), the pod's cannula was found bent. Treatment information was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.